Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not function as intended. Customer¿s blood glucose level was 212 mg/dl. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.